Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited high impedance, undefined impedance, noise, non-sustained ventricular tachycardia, and was fractured. The lead was turned off, a leadless implantable pulse generator (ipg) was implanted for pacing, and the implantable cardioverter defibrillator (ICD) and other rv lead are being used for defibrillation. No further patient complications have been reported as a result of this event.